Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery from the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer treated with 14 units of syringe. The customer stated that the drive support cap is not as it should be. The customer stated that there may be a possibility that the dome label sticker as slid out of place covering the drive support cap halfway. The customer stated that he had a series of no delivery alarms and 3 motor errors in the alarm history. The customer was assisted with rewinding the pump. The customer stated that motor error did not occur during rewind. The customer was assisted with the self-test. The customer stated that the test passed. The customer was advised to monitor the pump.